Event description:
It was reported that this right atrial (ra) lead exhibited a low out of range pacing impedance measurement. The field representative reported no noise was exhibited. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).